Event description:
Device malfunction: failure to advance/deformation of exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that the physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the thumb advancer would not advance and he safety release was used to remove the device from the pt anatomy. After removal it was noticed there was deformation on the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.